Event description:
Customer stated that the cuff of the tube looses air after 15 mins of pt use. The customer states the cuff was inflated again and after the 2nd time inflating the tube was removed and replaced by another one. Caller confirmed no negative outcome to the pt.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned for analysis. If the sample is rec'd, a summary of the sample analysis will be provided in a supplemental report.